Event description:
At the implantation procedure, the lead was perforated at the rv coil by the stylet during repositioning. The lead was not implanted.

Manufacturer narrative:
(B)(4), 2011.the analysis on this device is pending. (B)(4).

Manufacturer narrative:
(B)(4) 2011,the analysis on this device is pending. (B)(4).corrected information was received on this case on (B)(6), 2012. The lead was actually implanted (B)(6), 2011. On (B)(6), 2011, a re-intervention was performed since the lead had dislodged. During the repositioning, the lead was perforated by the stylet and was explanted. A new biotronik lead was implanted.

Manufacturer narrative:
(B)(4) 2011. The analysis on this device is pending.

Event description:
At the implantation procedure, the lead was perforated at the rv coil by the stylet during repositioning. The lead was not implanted.

Event description:
At the implantation procedure, the lead was perforated at the rv coil by the stylet during repositioning. The lead was not implanted.